Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaints is considered closed.

Manufacturer narrative:
Examination of the valve determined that biological debris within the device likely caused the difficulty experienced by the customer. This biological debris was dislodged during flow testing of the returned valve. After dislodging, the valve passed the programming and pressure tests. Review of the device history record confirmed the valve met specifications when released to stock. At this time, the complaint is considered to be closed.

Event description:
Affiliate reported that the mother of pt reported malfunction in the hakim fixed valve. It was implanted in november. The pt had a cyst in her brain, for this reason the surgeon recommended used a fixed valve. After approximately 3 months they say that the valve mechanism failed and the pt suffered adverse damage.